Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ sclerotherapy needle was used in the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure it was reported that it was impossible to inject product into the working channel. Liquid was not able to come out of the needle. The procedure was completed with another interject¿ sclerotherapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.